Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. The definitive root cause of the event cannot be determined from the given information.

Event description:
It was reported that; during tightening of the blocker in the screw during a dorsale stabilisation the tip of the hex driverbroke prior reaching the 12 nm mark.

Event description:
It was reported that; during tightening of the blocker in the screw during a dorsale stabilisation the tip of the hex driverbroke prior reaching the 12 nm mark